Event description:
It was reported that needle 19g 1-1/2in tw leaked on 10 occasions. The following information was provided by the initial reporter: the needle cover is not easy to open. It is not easy to draw out chemotherapy drugs and the drug leaks easily.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. H6: investigation summary: one photo and ten representative samples were received by our quality team for evaluation. From the photo, the team was not able to observe the reported defect from the returned photo. The samples were subjected to visual inspection to check for the clogged needle, hub leak test, and the shield to hub pull test. The samples passed all testing within product specifications. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The molding and assembly process was reviewed and there were no abnormalities observed during the production of this batch. The root cause was not able to be established. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19g 1-1/2in tw leaked on 10 occasions. The following information was provided by the initial reporter: the needle cover is not easy to open. It is not easy to draw out chemotherapy drugs and the drug leaks easily.